Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17336331 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, foreign material was noted in the packaging of the 80 cm. Powerflexpro 10 mm. X 2 cm. Balloon catheter (bc). There was no reported patient injury. The product was not clinically used and it will be returned for analysis. The product was to be used for post-dilation. The target lesion was the femoral artery. The lesion was reported to be: a 100% stenosis, moderately calcified and mildly tortuous. Additional information received indicated that the product stored properly according to the instructions for use (IFU). A better description of the foreign material was not available. It was unknown if the foreign material thought to be moveable or immoveable. It was unknown if the product received in this condition. It was also unknown if the product packaging noted to be opened/sterility compromised or if the seal of the inner package was opened, is it possible that the product had been purposely opened in anticipation of use, and when not used was re-shelved. There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. It was unknown if the product was inspected prior to use and appear to be normal. The product was prepped properly according to the IFU. Another product was used to complete the procedure successfully after the reported product issue. It was unknown if there was any other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.

Manufacturer narrative:
During an interventional endovascular procedure, foreign material was noted in the packaging of the 80 cm. Powerflex pro 10 mm. X 2 cm. Balloon catheter (bc). There was no reported patient injury. The product was to be used for post-dilation. The target lesion was the femoral artery. The lesion was reported to be: a 100% stenosis, moderately calcified and mildly tortuous. Additional information received indicated that the product stored properly according to the instructions for use (IFU). A better description of the foreign material was not available. It was unknown if the foreign material thought to be moveable or immoveable. It was unknown if the product received in this condition. It was also unknown if the product packaging noted to be opened/sterility compromised or if the seal of the inner package was opened, is it possible that the product had been purposely opened in anticipation of use, and when not used was re-shelved. There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. It was unknown if the product was inspected prior to use and appear to be normal. The product was prepped properly according to the IFU. Another product was used to complete the procedure successfully after the reported product issue. It was unknown if there was any other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. The product was returned for analysis. One non sterile unit of powerflex pro 10mm x 2cm 80cm bc was returned. Per visual analysis foreign material was noted inside the pouch. No other issues were noted. Per ftir analysis the material found on the pouch has a biological composition. A device history record (DHR) review of lot 17336331 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box - foreign material-in sterile package: moveable particle (peripheral)¿ was confirmed through analysis of the returned device. The photograph supplied shows a dark colored foreign material present on the pouch. The exact cause of the event could not be determined during analysis. Based on the information available for review controls are in place to detect this kind of issue. According to the instructions for use ¿use the catheter prior to the ¿use by¿ date specified on the package. Note: do not use if the inner package is open or damaged. Note: store in a cool, dark, dry place.¿ not the DHR review, the photograph or the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.